Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2006208; d4: medical device expiration date: 2021-08-17; h4: device manufacture date: 2024-08-017; d4: medical device lot #: 2006207; d4: medical device expiration date: 2021-08-17; h4: device manufacture date: 2024-08-017; d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-10-06. H6: investigation summary. Two samples received for investigation, upon visual inspection, the infusion adapter was properly connected to the rubber stopper of the infusion bag, however, damage to the rubber stopper of the infusion bag was observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Five retained samples from lot 2006208 and lot 2006207 were evaluated, no defects or damage were found in the infusion adapters. A device history review was performed for reported lot 2006208 and 2006207, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Based on our quality team's investigation, the leak likely occurred as a result of the damage on the stopper of the infusion bag, no issue related to the c100j infusion adapter can be identified. Complaints received for this device and defect will continue to be monitored by our quality team.

Event description:
It was reported infusion adapter c100j had leakage issues. The following information was provided by the initial reporter, translated from japanese: "chemical fluid leak during preparation of endoxan with c100j, chemical solution leaked through the gap between the raw food rubber stopper and the vincin of c100j.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported infusion adapter c100j had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "chemical fluid leak during preparation of endoxan with c100j, chemical solution leaked through the gap between the raw food rubber stopper and the vincin of c100j."